Event description:
Related manufacturer report number: 2017865-2022-03027. It was reported that the patient had a fall not caused by the system. It was noted after the fall that the right atrial (ra) and left ventricular (lv) leads were dislodged. No capture was observed on the lv lead. Both the ra and lv leads were capped (B)(6) 2022 and replaced. The patient was stable.